Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside the illumination lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "stain inside the light guide lens at distal end" occurred due to water-stained state by adhering foreign material on the surface of the light guide lens, also moisture entered the scope and condensation was formed in the light guide lens since there are liquid marks in the electrical connector. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.